Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown amplatzer amulet was chosen for implant using an unknown delivery system. Following the procedure, the physician reported observing two late effusions. The patients were reported to be in stable condition. The physician indicated that the effusions might be related to the patients being placed on eliquis post-procedure, which is a practice he typically follows for ablation patients.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on imaging provided it is possible that the location of the disc may have contributed to the pericardial effusion. The follow up tee demonstrates a large circumferential effusion with possible tamponade physiology. Based on the available information, the cause for the reported pericardial effusion could not be determined. It is possible that procedural circumstances contributed to the event, however this cannot be determined. An unexpected medical intervention was a result of case specific circumstances, as pericardiocentesis was performed to treat pericardial effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect- impact code: 4614.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using an amulet steerable delivery sheath. The sizing of the laao anatomy included a landing zone measuring 20 × 21 mm and an orifice measuring 28 × 28 mm and left atrial appendage closure was performed. On an unknown date following the laao procedure, it was reported that the patient returned and was noted to have a pericardial effusion, which was treated with pericardiocentesis, with a possible pericardial window performed, although this was not confirmed. The patient¿s status was reported as stable, and the patient returned home. It was further reported that the patient was discharged on eliquis.